Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient presented with unstable angina. A 2.25x28mm xience prime stent was successfully implanted in the 1st obtuse marginal coronary artery lesion. On (B)(6) 2016, the patient was hospitalized and re-stenosis of the xience prime stent was noted in addition to new lesions. On (B)(6) 2016, balloon angioplasty was performed and an unspecified drug eluting stent was implanted as treatment. The patients condition improved. There was no additional information provided.